Manufacturer narrative:
(B)(4). G2: foreign: australia. The device will not be returned for analysis: however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported, that the patient underwent a left knee revision. Approximately 2 years post implantation, due to stiffness. Attempts have been made and no further information has been provided.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Insufficient information provided. Unable to perform a compatibility check. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: appropriate fit and alignment. This complaint could not be confirmed with the information provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Additional associated products(reported). Unk persona articular surface lot# unk. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.